Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral sjogren's syndrome, hashimito syndrome, osteoporosis, fibromyalgia and hardness (like a rock) in breast. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent breast reconstruction revision surgery with two unknown saline breast implants experienced bilateral sjogren's syndrome, hashimito syndrome, osteoporosis, fibromyalgia and hardness (like a rock) in breast post procedure. The mentioned complications have not been diagnosed by a physician. As a result, patient had an explantation on (B)(6) 2019. This medwatch form is for the right breast prosthesis. See 1645337-2019-18437 for contralateral prosthesis report.